Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer's blood glucose level was 247 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.